Event description:
Prior to valve implantation, surgeon sewed a gortex graft to the valve and began checking the integrity of the homograft valve when he discovered over 15 leaking holes which appeared as needle holes in the homograft valve. Surgeon felt the tissue was unrepairable and unusable. Another allograft was thawed and implanted.